Event description:
Patient with ongoing breast pain. Found to have bilateral implant rupture on MRI. Scheduled for implant exchange. Pathology right breast-received ruptured breast implant 14x12x3.5cm mentor [redacted] 325cc left breast implant - received ruptured breast implant measuring 15x 14x 3cm rupture site is 0.3cm greatest dimension. Mentor [redacted] 325cc.